Event description:
It was reported the patient's implantable cardiac monitor was unable to connect to the mobile application. It is suspected that the device has reached the end of life (eol). No interventions were performed, and the patient's condition was unknown.